Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, after replacement of the hard drive and printed circuit (pc) board, the central control monitor (ccm) touchscreen stopped working, went black and would not turn back on after shut down. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the ccm. The ccm passed all performance and verification checks. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician could not duplicate the reported issue. The central control monitor (ccm) was powered on as it should and was monitored for 20.5 hours with no observation of the touchscreen not working or the ccm unable to power on. Per data log analysis, there were indications in the log that the ccm froze on (B)(6) 2021. The ccm stopped logging and the local area network / interface board (lan I/f) logged 'data communications error' events indicating the buffer was overflowed. The log confirms the complaint.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9